Manufacturer narrative:
The device was not returned to olympus for evaluation; therefore, customer's allegation could not be confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a probable root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a stickiness to the unit's cord. The issue occurred during reprocessing. There was no patient involvement.